Manufacturer narrative:
Testing and investigation found the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken capacitor and switch. The cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. No additional information was provided.